Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n277967, implanted: (B)(6) 2011, product type accessory; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that a pump motor stall occurred. The motor stall occurred during an MRI procedure and the motor stall recovered in approximately 2 hours. No patient symptoms were reported. The device system was used to deliver lioresal.